Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2022. During the procedure, the axios stent was attempted to be deployed; however, the axios stent fell into the cyst. The stent remains implanted, and the procedure was completed using another axios stent. On (B)(6) 2022, the misdeployed axios stent was removed from the patient. There were no patient complications as a result of this event. Note: it was reported that the size of the scope used was 3.2 mm working channel. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the working channel of the scope should be 3.7mm or larger. The axios stent is not compatible with a scope with a working channel size of 3.2mm.